Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that patient was in a car accident and sensor were damage. Customer was admitted to emergency room and sensor was removed. The device will not be returned for analysis.